Event description:
This case was reported by a consumer (patient's daughter) and described the occurrence of brain aneurysm in a female patient who received super poligrip free denture adhesive cream (formulation (B)(4)) for denture adhesion. A physician or other health care professional has not verified this report. On an unknown date, the patient started super poligrip free denture adhesive cream (dental). At an unknown time after starting super poligrip free denture adhesive cream, the patient experienced two brain aneurysms. The reporter indicated that her mother used super poligrip free, and assumed that the formula contained zinc, which may have caused the brain aneurysms. This case was assessed as medically serious by gsk. At the time of reporting, the outcome of the event was unknown. The patient declined to provide contact information. Super poligrip free denture adhesive cream is manufactured in (B)(4) and neither the product nor lot number is available. (B)(4).